Event description:
Report received of an under-delivery of tpn. The pump was programmed in the tpn mode with a 2-hour taper up/2-hour taper down, volume to be infused 2600ml, over 12 hours with a kvo of 1ml/hour, air alarm off. It was noted in the morning that the pump display indicated that 2600ml had been infused, but the bag was half full. There were no pump alarms reported. It was reported that there was air in the tubing distal to the pump. The customer contact did not know how much air was in the line, but reported that when the customer prepares the tpn, the customer removes all air from the tpn bag. There was a 1.2-micron air eliminating filter in use. There were no reported adverse effects to the patient. The pt had no reported fluctuations in blood sugar or electrolyte levels. The pump was replaced and no medical interventions were required for the pt.